Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. Please see updates to b5, h4, h6 and h10. B5: the information included in b5 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the front panel was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during preparation for use of a laparoscopic treatment procedure. The procedure was completed using a similar device. The device was inspected prior to use. There was no patient harm or user injury reported due to the event.

Event description:
The customer reported the visera pro video system center front panel flashes and fails to light. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.